Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastrically into the pancreas to treat chronic pancreatitis during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent would not deploy. The procedure was completed using another device of the same type. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: based on the information available, boston scientific concludes that the reported failure of the stent to deploy was confirmed. The control hub had detached from the outer sheath, preventing deployment of the stent. The reported event and observed damage were most likely associated with procedural factors encountered during the procedure, including lesion characteristics, device handling, and the technique used by the operator, any of which may have contributed to the device damage. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection confirmed that the stent remained fully covered and undeployed. The outer sheath was returned kinked. The dual lumen was returned kinked and protruding from the handle. The control hub was returned detached from the outer sheath. No more damages were noted in the returned device. Labeling review: a labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause assigned is "adverse event related to procedure."